Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted: (B)(6) 2010; 407645, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was chronic high threshold noted. The physician attempted to explant the lead, but the lead was pulled back about 10 cm where it became lodged. The physician cut the lead at that point and explanted that portion of the lead, and the lead was replaced. After the procedure, the patient experienced pericardial effusion, possibly due to the physician trying to remove the lead. Pericardiocentesis was performed. No further patient complications have been reported as a result of this event.